Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is: 1016427-2009-00258. One non-sterile guide wire was received coiled inside of a plastic bag. The coated wire presented no visible damages. The distal tip was found unraveled and stretched. The core wire appeared to be broken; therefore, the device was sent to a sem analysis for further investigation. When observed under microscope, the ptfe coating was confirmed to be in good condition. Per lake region report (B)(4): cordis corporation reported no product is expected to be returned to lake region medical for eval; however, a copy of the investigation request, including lot traceability, was provided. Without the return of the actual device in question for eval, lake region medical is unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 13406890. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Sem analysis was performed and the results showed that the wire fracture surface presented evidence of bending and smearing characteristics, as well as ductile dimples. Reverse bending and/or pulling could be related to these surface characteristics; however the exact cause of the possible separation could not be conclusively determined. No characteristics of chemical or corrosive attack were noted in the fracture surface. Cutting as the root cause was discarded (by comparison) since the fracture sites did not present any characteristics typical of this failure mode. The failure reported as "distal tip unraveled/stretched-in patient" was confirmed given the conditions the device presented; however, no damages were reported to have been found before the procedure. Based on the analysis and the limited info provided on the complaint file, procedural factors appear to have impacted on the event. According to the IFU, guide wires are delicate instruments and should be handled carefully. Neither the analysis nor the DHR review suggests that manufacturing factors could have contributed to the reported failure. No corrective actions will be taken at this time. The complaints of "fractured and unraveled/stretched" were confirmed on analysis; however, the root cause could not be determined. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Review of the info suggests that vessel/lesion characteristics as well as procedural factors may have contributed to the confirmed events.

Event description:
Lesion is fsa with stenosis. The vessel is straight and a cto. During the procedure, the physician found the tip was totally separate with metal inside the guidewire, but still connected by knitted wire. The physician removed the guide wire and changed another one, this guidewire had the same problem and was stretched, without inner metal exposed. The physician commented that the first product was fractured and the second one was stretched. Finally, a competitive company product was used to complete the procedure. No impact to the pt consequence.